Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing elevated blood glucose since beginning use on the pump. The customer's blood glucose level was 263 mg/dl and it was addressed with a bolus via the pump. Reportedly, the customer was working with a healthcare provider and a clinical diabetes specialist regarding the pump settings. The customer declined troubleshooting with tandem's technical support.